Event description:
It was reported that during use of the cardiac resynchronization therapy defibrillator (crt-d) the patient had heart rates in the 30 beats per minute (bpm) range that are lower than the programmed lower rate setting. The crt-d remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted (B)(6) 2022. If information is provided in the future, a supplemental report will be issued.